Event description:
It was later reported that the patient¿s therapy was ¿still giving her fits.¿ the patient stated she was still ¿flooding¿ herself. The patient mentioned they were thinking of having the device removed.

Manufacturer narrative:
Product ID neu_unknown_prog, serial# unknown; product type programmer, physician product ID 3093-28, lot# v689340, implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. The bladder stimulator was driving the patient crazy. They got up out of a chair to try to get to the bathroom and they peed all over themselves and it didn¿t care what they did, it didn¿t work. The patient had peed on their new house shoes so much that they had had to wash them constantly and the insoles were all knotted up. The patient had been enduring this for months and they had tried changing their settings to see if it would help, which it had not. The patient had a bad rectum and they were still in pain from trauma that happened 25 years ago. The device seemed to irritate it and then it would be alright for 2 or 3 days, but it didn¿t keep the patient from peeing themselves. The pain was not so bad and then all of the sudden it would flare up and the patient had to turn it down. The patient turned it down to the position 2 on 4 yesterday to keep the pain down, but then they were just drowning themselves. This had been going on since implant. The patient¿s health care provider (hcp) didn¿t know anything about it and the patient hadn¿t talked to them about their issues yet. The patient remembered talking to their manufacturer representative one time and they said there were 2 other programs they could install by phone. The manufacturer representative seemed irritated with the patient when they asked for help, so they never got the other programs loaded. The patient wanted to know what the manufacturer thought about having their device removed. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.